Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pod6 coil pusher assembly. The pusher assembly was kinked in multiple locations throughout its length. The polymer in the distal region of the pusher assembly was sheared off approximately 175.0 cm from the proximal end, the distal detachment tip (ddt) was separated from the pusher assembly, and the embolization coil was detached from the pusher assembly. Dried blood was observed throughout the introducer sheath and on the pusher assembly. The pod6 coil was detached and fractured and therefore, could not be functionally tested. Conclusions: evaluation of the returned device revealed that the polymer from the distal section of the pusher assembly was sheared off, and the ddt was separated from the pusher assembly. This damage may have occurred due to forceful retraction of the pod6 against resistance. Further evaluation revealed that the pod6 was kinked in multiple locations throughout its length. This damage may have occurred due to forceful manipulation of the pod6 against resistance. The lantern mentioned in the complaint was not returned for evaluation and the pod6 could not be functionally tested; therefore, the root cause of the resistance experienced when advancing the pod6 could not be determined. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the hypogastric artery using pod6 coils. During the procedure, while attempting to advance a pod6 coil through the lantern delivery microcatheter (lantern), the physician experienced resistance and was unable to advance the coil further. Therefore, the pod6 coil was removed and the procedure was successfully completed using the same lantern, a new pod6 coil, and four new ruby coils. It should be noted that the physician did not use a rotating hemostasis valve (rhv) or a flush bag but did flush the lantern between each coil during the procedure. There was no report of an adverse effect to the patient.